Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A nurse reported that a knife did not cut well during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient but a 2 minute delay. The doctor did not find the event clinically significant. It is unknown when the event occurred had but the same event occurred several times since (B)(6) 2015. Additional information has been requested but not received. This is one of seven reports being filed for the same facility. This report refers to two knives from the same lot.

Manufacturer narrative:
Evaluation summary: two opened slit knives were received in a blister for the report of cutting badly. The knives were in blade protector trays, however, the trays were not seated correctly in each blister. The samples were visually inspected . One sample was found conforming and one sample was found non-conforming with a damaged cutting edge. Penetration testing was then performed on the conforming sample and was found conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage on the non-conforming sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).